Event description:
The device was placed on (B)(6) 2012. On (B)(6) 2013, the device was found to have come out of the pt. Upon visual examination of the tube, it was noted that the bumper had broken off. The bumper has not been excreted with the stool. It is unk where in the pt's body the bumper dwells. Because of the pt's medical condition, a colon fiberscopy cannot be performed to locate and/or retrieve the bumper. Because of the pt's upper extremity contracture, it is highly unlikely that the pt pulled out the device. The physician is concerned that the pt may develop an ileus.

Manufacturer narrative:
There was no report of pt injury. According to the initial report, the peg kit had been successfully used for 5 months. Upon visual examination, the tube was found to be discolored and the bumper partially deteriorated. There are a number of factors that can affect the longevity of the peg tube including pt anatomy, duration of device and proper care of the device.